Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate or verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 134 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test.

Event description:
It was reported to vyaire medical that the unit was alarming "hardware fault e27" while in use on a patient and then it stopped ventilating. There was no report of any patient harm associated with this reported event.